Event description:
Father reported that the customer dropped the insulin pump in the morning and now has air bubbles in the tubing. Troubleshooting was performed and air bubbles were removed. No further information reported. Customer's blood glucose reading at the time of the call was 106 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.